Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot. As part of troubleshooting, the fse reviewed system log files and found ippc related errors, tried to reload the software but could not succeed. Upon further analysis, fse found internal problem with ippc and its hard disks. The supplier's part analysis concluded that the failed component of the ippc was gpu (graphic processing unit). To resolve the issue, the fse replaced ippc and hard disks, installed operating system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.